Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer booted up to a "please wait" screen, a service disk did not work, a stylus calibration did not work, a new software installation was needed. There were some screws missing from the hinges cover plate, the rear display cover was damaged, the stylus was working but the connector was damaged, when the connector was inserted in the stylus connector terminal it was loose. It was also noted that the programmer was very dirty, disk drive, printer, power supply and the inside of the programmer needed to be cleaned. As a result the missing screws, rear display cover and stylus were replaced and the device was cleaned. Software was installed. The programmer then passed an electrical safety test and all final functional and systems tests.

Event description:
It was reported that the programmer was getting hung up and not booting past the "please wait" screen. The programmer was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.